Event description:
This case was initially received via regulatory authority (B)(6) on 20-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('muscle and joint pain') in an adult female patient who had essure (batch no. D30806) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced musculoskeletal pain (seriousness criterion medically significant), ear infection ("otitis"), tendon pain ("tendon pain"), fatigue ("perpetually tired") and muscle strain ("sprains that heal badly"). At the time of the report, the musculoskeletal pain, ear infection, tendon pain, fatigue and muscle strain outcome was unknown. The reporter provided no causality assessment for ear infection, fatigue, muscle strain, musculoskeletal pain and tendon pain with essure. The reporter commented: between (B)(6) 2017 and (B)(6) 2018, she had otitis repeatedly, and ent (ear, nose and throat) consultations approximately every three months. It was reported that she planned to have the two essure inserts removed. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('muscle and joint pain') in an adult female patient who had essure (batch no. D30806) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced musculoskeletal pain (seriousness criterion medically significant), ear infection ("otitis"), tendon pain ("tendon pain"), fatigue ("perpetually tired") and muscle strain ("sprains that heal badly"). At the time of the report, the musculoskeletal pain, ear infection, tendon pain, fatigue and muscle strain outcome was unknown. The reporter provided no causality assessment for ear infection, fatigue, muscle strain, musculoskeletal pain and tendon pain with essure. The reporter commented: between (B)(6) 2017 and (B)(6) 2018, she had otitis repeatedly, and ent (ear, nose and throat) consultations approximately every three months. She planned to have the two essure inserts removed. Batch no: d30806 production date: 2014-11-13 expiration date: 2017-11-28 quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.